Event description:
On (B)(6) 2012 clinic notes from a vns treating physician were received. Review of the clinic notes dated (B)(6) 2012 revealed that the patient has a medical history of cancer. Good faith attempts for additional information from the physician have been made but have been unsuccessful.